Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance that reached out of range values. The device beeped as a result of the high out of range shock impedance. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance that reached out of range values. The device beeped as a result of the high out of range shock impedance. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. A defibrillation threshold (dft) test was subsequently performed. The test revealed the lead exhibited the shock impedance were within range. The lead remains in use. No additional adverse patient effects were reported.